Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the patient experienced a frozen g5 mobile application display screen . No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the frozen g5 mobile application display screen could not be confirmed. A root cause cannot be determined.